Event description:
Mobi-c p&f us : revision surgery prothesis dislodged. Update were received on february 15th 2019: the patient stated that her implants failed after surgery and ultimately had to have a second surgery to remove both implants and had to have a fusion. Additional information received on february 15th 2019: the patient is apparently a lifetime smoker. Additional information received on february 28th 2019: shortly after the surgery the patient started to have issue with the implants and underwent a revision surgery in december 2018 (operative notes were sent by the patient on march to confirm this evaluation). She contacted the FDA because she was advised that the implant broke. Additional information received on march 7th 2019: the patient called a zimmer biomet employee and provided the information verbally. The patient currently wears a bone growth stimulator. After the initial surgery the patient went without driving for 2 months and have difficulty to use her right arm . Her current state of health is fair but exhausted physically and emotionally. On december 26, 2018 dr. Billys stated revision surgery was needed and admitted the implants broke. The date of the assessment was october 2nd , 2018. During the revision the surgeon explanted the mob-c prothesis and replaced them with fusion system ( screws and plates). X-rays were also provided . According to the patient ,there were no contributing conditions related to the event (trauma, illness, previous surgery, related non-compliance, patient anatomy). Investigation is in progress.

Manufacturer narrative:
This medwatch is submitted to send the medwatch follow-up report the product was not returned yet for examination. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us : revision surgery prothesis dislodged. Update was received on february 15th 2019: the patient stated that her implants failed after surgery and ultimately had to have a second surgery to remove both implants and had to have a fusion. Additional information received on february 15th 2019: the patient is apparently a lifetime smoker. Additional information received on february 28th 2019: shortly after the surgery the patient started to have issue with the implants and underwent a revision surgery in (B)(6) 2018 (operative notes were sent by the patient on march to confirm this evaluation). She contacted the FDA because she was advised that the implant broke. Additional information received on march 7th 2019: the patient called a zimmer biomet employee and provided the information verbally. The patient currently wears a bone growth stimulator. After the initial surgery the patient went without driving for 2 months and have difficulty to use her right arm . Her current state of health is fair but exhausted physically and emotionally. On december 26, 2018 dr. (B)(6) stated revision surgery was needed and admitted the implants broke. The date of the assessment was (B)(6) 2018. During the revison the surgeon explanted the mob-c prothesis and replaced them with fusion system (screws and plates). X-rays were also provided . According to the patient ,there were no contributing conditions related to the event (trauma, illness, previous surgery, related non-compliance, patient anatomy). Additional information received on may 13rd 2019: report submitted by patient to the FDA was received. New information: explant date on (B)(6) 2019. The product return was requested. Investigation is in progress.

Manufacturer narrative:
This medwatch is submitted to additional information received for this complaint. Additional information received on may 13rd 2019: report submitted by patient to the FDA was received. New information: explant date on (B)(6) 2019. The product return was requested. Investigation still in progress.

Manufacturer narrative:
This medwatch follow-up report is submitted to inform FDA that this reported event is currently registered and investigated. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to collect additional information concerning the reported event, especially concerning the reason of the reported event as no information has been received yet. Investigation is stil ongoing. Conclusion is not yet available.

Event description:
Mobi-c p&f us : unknown event, notification from FDA on (B)(6) 2019 the spine account manager zimmer biomet reported on (B)(6) 2019 that a patient called in asking for the serial numbers for the mobi-c implants. The implantation was performed on (B)(6) 2018 at holmes regional in florida by dr. Billys. It was reported on (B)(6) 2019 that the patient has already contacted the FDA. FDA notified us on (B)(6) 2019 about this issue and asked some information. Attempts have been made to collect additional information concerning the reported event, especially concerning the reason of the reported event. Yet, no answer has been received yet.

Event description:
It was reported that a revision surgery was performed to address one cervical disc arthroplasty device that moved and a second that was associated with an endplate fracture. In addition, provided information stated both devices broke and caused post-operative pain. The patient was fused during the revision surgery in lieu of replacing the devices with similar arthroplasty devices. This is report one of two for this event.

Manufacturer narrative:
The returned implant was examined. There were no signs of visual damage on the product and no signs of implant fracture. X-rays were reviewed and showed signs of rotation and potential migration. However, without further detail on conditions immediately post-operative, the cause is unknown. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to adequately address post-operative adverse events such as implant migration. Reference 3004788213-2019-00035.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to collect additional information concerning the reported event, especially concerning the reason of the reported event. Yet, no answer has been received yet. Investigation is still ongoing. Conclusion is not yet available. Device not returned.

Event description:
Mobi-c p&f us: unknown event, notification FDA: (B)(4) (spine account manager zimmer biomet) reported that a patient called in asking for the serial numbers for the mobi-c implants she had implanted on (B)(6) 2018 at (B)(6) regional in (B)(6) by dr. (B)(6). She has already contacted the FDA. She spoke to (B)(6) in account management. FDA notified us about issues and asked some information. Attempts have been made to collect additional information concerning the reported event, especially concerning the reason of the reported event. Yet, no answer has been received yet.